Manufacturer narrative:
.

Event description:
It was reported the pt experienced diarrhea when stimulation was on post implant. The diarrhea stopped when the device was turned off. The pt also experienced pre-existing pain. The system was replaced and the pt had no further problems with diarrhea and good coverage. The pt recovered without sequela.